Event description:
It was reported that a flogard infusion pump experienced an f_94 alarm. This was identified during service of the device and was not reported by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified the f_94 alarm. The cause of the alarm was determined to be a defective main battery. To address this issue, the main battery was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.